Event description:
The customer reported the system failed. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the memory card. System operates as intended. (B)(4).